Event description:
Deconnection between port and catheter.

Manufacturer narrative:
Note: product reference 4432460 is not cleared for sales in the USA, but it is similar to product reference cleared under #510k130576. Catheter rupture batch history review: we have checked the manufacturing file of batch nr 36997085 which complies with our specifications and does not present any discrepancy. No other similar complaints have been reported on this batch of 300 access ports released in june 2022. Investigation results: we received for investigation one st301h access port from batch 36997085 with a connection ring. No manufacturing defect is visible on the returned device. Pull test at the juncture access port-catheter: we have performed a disconnection test on the returned access port and a retained catheter from the same batch nr. The disconnection force obtained is more than 3 times superior to the requirement of the iso 10555-6 standard. The characteristic conforms to the specifications. Dimensional measurements: all the characteristics conform to our specifications. Conclusion: -the returned access port and connection ring are compliant with our specifications. -the batch history file does not present any abnormality. -the pull test at the juncture access port-catheter, with a catheter from our stock, results conform to the requirements of nf iso 10555-6 standard. Implantable access ports - intravenous, intra-arterial, intra-peritoneal, intrathecal and epidural access ports. The disconnection force of the catheter is more than 3 times superior to the requirement. It is highly suspected that the disconnection of the catheter results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h) this is a rare incident (<0.01%), no corrective action is envisaged.